Event description:
Boston scientific received information that this patient presented with a slow ventricular tachycardia rhythm that was not detected by this device as the rhythm was recorded to be below the tachycardia rate cutoff. Upon review of the episode, it appeared that every other beat of the tachycardia rhythm was blanked due to device programming of a high lower rate limit of 80 beats per minute, resulting in the device detecting the rhythm below the tachycardia rate cut off. The device therefore did not deliver therapy to convert the slow ventricular tachycardia. Programming changes were made to induce the device to detect the rhythm by lowering the rate cut off, however the device still would not detect the rhythm. The physician then elected to deliver a commanded anti-tachy pacing (atp) therapy which successfully converted the rhythm. The physician elected to leave the lower rate limit of 80 beats per minute programmed to reduce the chance of the patient entering atrial fibrillation. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis could not reproduce the clinical allegations and analysis found the device performed normally through all tests.

Manufacturer narrative:
The device remained in service, however additional information was obtained that this device was later explanted due to infection. No further information is available. This report will be updated if more information becomes available.